Manufacturer narrative:
(B)(4). Date sent 12/9/2024. D4 batch #867c88. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. In addition, a reload pan was received inside of a plastic bag. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 867c88, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #c9et1p , and no non-conformances were identified

Event description:
It was reported that during a bypass case and trying to put in new reload after first two fires the reload for some reason would not be accepted. They got a new device to complete the rest of the case without patient harm.